Event description:
It was reported the patient (B)(6) is no longer feeling stimulation. In addition, the ipg will not communicate with the patient programmer or charging system. X-ray images showed no anomalies. An additional patient programmer and charging system were tried to no avail. On (B)(6) 2012, the physician attempted to establish communication intraoperatively, but was unsuccessful. The ipg was removed and replaced which resolved the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.